Event description:
A nurse reported that during cataract surgery, there were vacuum / aspiration problems. Additional information received from the operating surgeon indicated that there was difficulty in achieving good vacuum / aspiration for the cortical clean-up, however the surgery was completed successfully. There were a few cortical fragments left in the eye. The fragments are dissolving and no additional surgery is needed.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).